Manufacturer narrative:
No information given by on site reporter, and facility gives any reason for a device failure of any kind. The report shows that the resident passed away in the hosp more than a week later. Cause of death has not been determined. Incident as reported was due to user error, and misuse of the equipment.